Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up, which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with the event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine hard drive was replaced. The system was then found to be operating as intended.